Event description:
The customer reported that on (B)(6) 2011, multiple samples produced erroneously elevated triglyceride (tg) results above the normal reference range . The samples were run on a unicel dxc 600 synchron pro system. Repeat results were generated by another system. Neither the system name or repeat result were provided by the customer. Data provided by the customer indicates that fourteen patient samples demonstrated elevated triglyceride (tg) results above the normal reference range. May of these results were suppressed with oir hi (out of instrument range high) or init rate hi ( initial rate high) flags. The erroneous results were not released from the laboratory and there are no reports of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Calibration data provided by the customer indicated some failures for imprecision, however quality control results for (B)(6) 2011 were found to be within acceptable ranges.

Manufacturer narrative:
Service was dispatched on (B)(6) 2011. The field service engineer (fse) performed a performance verification test which failed. In response, the sample probe, wash collar, sample mixer paddle, wash tower valve were replaced. The wash tower insert was cleaned and associated alignments were performed. Subsequent system performance tests and quality control results were found to be acceptable. These repairs appear to have resolved the issue.